Manufacturer narrative:
Model number/ catalog number: 720185-01, serial number null batch/ lot number: unknown, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced pain in the pump site and the infrapubic area where the reservoir was located with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing pump and reservoir were removed and replaced. The physician did not speculate on a cause or correlation to the patient pain. The patient did not experience further complications related to the device and there were no device performance issues. No more information available at the moment. Should additional information become available, it will be provided.